Manufacturer narrative:
An event of hypotension, bleeding, drop in hemoglobin levels, and heart failure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was admitted and medication was administered, and blood was transfused. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use, ¿the epic¿ plus valve and epic¿ plus supra valve are indicated for use as a replacement valve in patients with a diseased, damaged, or malfunctioning mitral or aortic heart valve or as a replacement for a prosthetic heart valve.¿

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was successfully implanted in a patient. Post-procedure, in the first postoperative hours, the patient exhibited excessive bleeding through the surgical drains, totaling 700 ml in one hour. This was accompanied by a drop in hemoglobin levels and a rise in lactate levels. Due to these concerning signs, a surgical revision was promptly decided and performed. No additional information was provided.